Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The left ventricular threshold is slightly high. The lead was reprogrammed to extend battery life of the new device and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.